Event description:
It was reported that there were two instances of an ultrathane mac-loc locking loop multipurpose drainage catheter breaking. At this time, no harm to the patient(s) has been reported. Additional information regarding event details and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. H3 - device evaluated by mfg?: it is unknown of the complaint device will be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that there were two instances of an ultrathane mac-loc locking loop multipurpose drainage catheter breaking. Additional information was received on 30sep2025. A customer provided photo reveals a detached mac-loc assembly from a drainage catheter. There were two separate patients, both requiring a drain replacement procedure. No other adverse effects were noted. The other patient is referenced now under manufacturer report reference #: 1820334-2025-01211. Reviews of the documentation including the complaint history, device history record, quality control procedures, manufacturing instructions and instructions for use (IFU) of the device, were completed during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of nonconforming products related to the reported failure mode. A review of the device history record (DHR) found no discrepancies. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided by a review of the dmr, DHR, and IFU, suggests that the device was not manufactured out of specification and that there are no nonconforming devices in-house or out in the field. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the event. The user did not notice any damage during the initial placement. While it is possible that the catheter experienced excessive force or tension while in the patient, it cannot be verified. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
Additional information was received 30sep2025. A customer provided photo reveals a detached mac-loc assembly from a drainage catheter. There were two separate patients, both requiring a drain replacement procedure. No other adverse effects were noted. The other patient is referenced now under patient identifier: (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b2, b3, b5, d9, e4. Correction: b1, h1, h3, h6 (annexes e and f). H3 - device evaluated by mfg?: device will not be returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.